Event description:
Per the clinic, the patient experienced a performance decrement with device use, resulting in loss of benefit. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This MDR was a duplicate. Any further information will be provided with report number 6000034-2013-01982. This report is filed november 13, 2013.

Manufacturer narrative:
(B)(4). Implanted device remains.